Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraverse 035 dilatation catheter was received for evaluation. Multiple kinks were noted throughout the catheter shaft. A partial longitudinal split was noted to the catheter shaft. The balloon was partially inflated with a clear unknown liquid. Due to the condition of the device, functional testing was not performed. Therefore, the investigation is confirmed for the reported inflation issue and identified catheter tear as a partial longitudinal split was noted to the catheter shaft which could have led to issues inflating the balloon. The investigation is also confirmed for the identified catheter kinks as multiple kinks were noted throughout the catheter shaft. The reported inflation issue could have been due to the tear on the catheter. However, a definitive root cause for the alleged inflation issue, identified catheter kinks and tear could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly was unable to inflate. There was no reported patient injury.